Event description:
Customer reports "unable to advance to introducer over guide wire. When provider removed guide wire a bent was identified in the wire. Per the provider they did not apply any force which would cause the guidewire to be damaged. The patient condition was a acuity level 1 - critical. The central line was needed to give medications for her low blood pressure." No patient harm was reported.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one guide wire and a lidstock for analysis. Signs of use in the form of biological material was observed on the guide wire. The dilator was not returned. Visual examination revealed the guide wire has two kinks in the middle of the guidewire body and one slight bend towards the proximal end. The distal j-bend appears slightly misshapen but intact. Microscopic examination of the guide wire confirmed the kinks/bends along the guidewire body. Both welds appeared full and spherical. Visual examination could not be performed on the dilator as it was not returned for analysis. The two kinks in the guide wire body were measured at 356mm and 360mm from the proximal tip. The bend measured 22mm from the proximal tip. The overall length of the guide wire measured 602mm in length which is within the specification of 596 - 604 mm per guide wire product drawing. The outside diameter of the guide wire measured 0.800 mm which is within the od specification of 0.788-0.826 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with moderate resistance. Major resistance was observed at the kinking; however, the undamaged portion of the guide wire was able to pass as expected. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this product informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation and bleeding". The IFU also states, "enlarge cutaneous puncture site with cutting edge of scalpel, where provided, positioned away from swg". The report of a kinked guide wire during use was confirmed through examination of the returned sample. Visual analysis revealed two kinks and one slight bend on the guide wire. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Despite confirming the kink, the root cause cannot be determined as the dilator was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reports "unable to advance to introducer over guide wire. When provider removed guide wire a bent was identified in the wire. Per the provider they did not apply any force which would cause the guidewire to be damaged. The patient condition was a acuity level 1 - critical. The central line was needed to give medications for her low blood pressure." No patient harm was reported.